Event description:
It was reported that the screen is not responsive during treatment. The cardiohelp was exchanged to continue treatment. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the screen is not responsive during treatment. The cardiohelp was exchanged to continue treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The user interface hardware update set was replaced. The rotary encoder was replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to getinge life-cycle-engineering the ch assembly touch foil & display cannot be investigated, as it will be destroyed during disassembly. According to the risk file (B)(4) of the cardiohelp device, the following root causes can lead to the reported failure: defective display: no display function, and no touch function, touch partially defective caused by mechanical impacts (edges, claws). The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. The review of the non-conformities has been performed on 2025-09-23 for the period of (B)(6) 2017 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-04-04. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "touch screen not responding" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.